Event description:
The surgery center has transitioned to new vascular compression devices. For patients spending the night they are placed on the patient while in bed. Rn has continued to have problems with the new devices. They continue to have air leaks where the connection is between the calf connector and the pump. Rn has brought this up to management but felt it was important to do a safety net because for over half the patients I take care of I have to throw at least one set out for a new pair that works.